Event description:
After temporarily removing a pt from the model 3100a for suctioning, the operator could not get the 3100a to re-pressurize and re-oscillate. The patient, who was being weaved any way, was placed on a conventional ventilator without any compromise.